Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that "has lost its personality configurations" has been confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a defective user interface module printed circuit board (uim pcb). The user interface module printed circuit board was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump which keeps losing it's personality configurations and reverts to permanent settings. This condition was found prior to use of the device; however, it was not stated in which care area this condition occurred. This condition has the potential to interrupt delivery. The facility representative did not state information regarding patient involvement; however, no patient injury or medical intervention was reported to have occurred. No additional information is available. The user interface module software version is unknown at this time.